Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified in the pump logs; however, functional testing was performed and a failure (insufficient bond between the housing and thermal isolator) related to the reported issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was hospitalized for an elevated blood glucose (bg) level on (B)(6) 2017 of over 2,000 (mg/dl) with life threatening ketone levels. The customer was unable to provide a cause of the elevated bg level. Reportedly, the hospital staff believed the pump was "not working" due to the customer's elevated bg level. While in the hospital the customer received insulin intravenously and via syringe. In addition, the customer suffered a stroke while in the hospital with elevated bg levels. Reportedly, the customer experienced loss of sensation in hands, feet and speech impact. The customer was released from the hospital after two weeks and began using manual injections to manage bg levels following the hospitalization.